Event description:
It was reported that on (B)(6)2023 , during a lobectomy on a 1 year patient, the physician reported that the jaws of the device were sticking , the md reported that it got stuck so badly that the when the instrument was pulled the vessel was cut. There was no bleeding and the vessel retracted immediately. Md reported that if he would have gone after the retracted vessel he would likely have caused more damage. Procedure was completed with the same device. The affected artery was the pulmonary artery which got stuck and cut. No other information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described.: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device identifier: 10850346007082. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.